Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-01246.

Event description:
It was reported that a patient underwent an initial knee procedure with oxford tibial implant in with the tibial holder. Unfortunately the wheel on the holder got stuck, the surgeon was unable to detach the implant from the holder and the tibial implant lifted back out with it creating a larger gap which the cementless tibia then would not fit back into at all. He then had to cement the tibia and used a cemented implant.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure with oxford tibial implant in with the tibial holder. Unfortunately the wheel on the holder got stuck, the surgeon was unable to detach the implant from the holder and the tibial implant lifted back out with it creating a larger gap which the cementless tibia would not fit back into. Surgeon cemented the tibia and used a cemented implant.

Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni cmntls tib sz d lm , item 166576, lot 6257675. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01238.

Event description:
It was reported that a patient underwent an initial knee procedure with oxford tibial implant in with the tibial holder. Unfortunately the wheel on the holder got stuck, the surgeon was unable to detach the implant from the holder and the tibial implant lifted back out with it creating a larger gap which the cementless tibia then would not fit back into at all. He then had to cement the tibia and used a cemented implant.